Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) malfunctioned. There is no information about patient involvement. No harm is reported.

Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.